Event description:
Proximal femoral nail antirotation implanted because of broken femoral neck but needed revision due to perforation from the pfna blade on the femoral head in the acetabulum. This is 2 of 2 reports for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection and functional testing of the existing implant showed no abnormalities. The cause of the cut-through of the pfna blade cannot be conclusively assessed based on the data. Placeholder.